Manufacturer narrative:
D4: UDI - unknown due to the lot bumber being unknown. The actual device was not returned to the manufacturing facility for evaluation, however a photograph was returned for evaluation. Since the lot number is unknown, our investigation is limited. Therefore, the investigation was based upon evaluation of user facility information and the returned photograph. Visual inspection of the photograph revealed a non-terumo syringe with a broken terumo safety needle with the syringe tip broken off on the entire tip and the lock part remained on the hub. In addition, with no exposed cannula, it is likely that the safety needles were activated. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Visual, functional testing, and dimensional performance is conducted to assure the assembled needle meets manufacturer specification. Prior to shipment, qc conducts outgoing visual inspection to assure all lots pass. All product produced is compliant to iso 594-2, and is compatible for use with standard luer lock syringes. Based on the limited product information provided and no return of the actual device, no probable root cause could be determined. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. - attachment: [medwatch patient ID jm 70 yrs.pdf]

Event description:
The user facility reported breakage with the involved sg3 device. Follow up communication with the user facility reported: the injection was completed; and it was reported there was no injury to the patient. On may 22, 2017 terumo received medwatch for the reported compliant. "Following pneumococcalconjugate vaccine prevnar 13 injection attending nurse went to place the safety device on the needle. The lure lock snapped breaking in half; empty syringe one end and separated needle the other end. No injury and reported nurse manager and retained in biohazard bag."